Event description:
Procedure: carotid artery endartecrectomy. Reportedly, the pt was given conscious sedation for anesthesia. After prepping the pt with duroprep solution, the pt was draped and the surgeons proceeded with the surgery. During the procedure, a flash fire erupted under the drapes. The surgeon immediately removed the drapes and doused the pt and surgery table with water extinguishing the flames. The pt sustained second degree burns to the left side of their face, eyelids, ear and neck. The pt was taken to the intensive care unit and subsequently transferred to the burn unit.